Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricle lead was damaged and failed to retract. The lead was not used and replaced during the procedure. The patient was stable.